Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that the device was eroding through pocket. They took out device and ra lead, but could not get the rv lead out. The physician was dr. (B)(6) at (B)(6) health system in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).